Event description:
During routine testing, it was observed that the device would intermittently fail to power on or off. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control performed preliminary eval of the device; however, proper operation was confirmed during functional and performance testing. The reported issue was not duplicated. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.